Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed, a versacross connect for laac kit was selected for use. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was) which was then advanced into the left atrium. A watchman flx pro closure device and delivery system (wds) was implanted. A pe was noted during the procedure, requiring a pericardiocentesis to be performed. The procedure was concluded. The patient was admitted to the hospital beyond standard of care, fully recovered and discharged home on (B)(6) 2024. The product is not returning for analysis (disposed). In the physician opinion, the device or procedure did contribute to the patient complication due to the puncture site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.